Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "the doctor punctures the left femoral artery and subsequently introduces the line guide which reaches a specific point and does not advance, the guide is removed and it is observed that it is dysfunctional, for this reason another catheter is required for the procedure." No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#:(B)(4).

Event description:
The complaint is reported as: "the doctor punctures the left femoral artery and subsequently introduces the line guide which reaches a specific point and does not advance, the guide is removed and it is observed that it is dysfunctional, for this reason another catheter is required for the procedure." No patient harm reported. The patient's condition is reported as fine.